Manufacturer narrative:
Evaluation summary: the device returned with a detachment on the distal shaft approximately 19cm distal to the guidewire entry port. The distal shaft material at the detachment site suggested that the shaft had been cut. The balloon was partially inflated. The proximal balloon bond was necked and bunched. The distal shaft was kinked and deformed distal to the detachment site. Due to the damage on the distal shaft and the stretching of the balloon bond inflation/deflation testing was not possible. The distal shaft was kinked 6.1cm distal to the guidewire entry port. The transition tubing was kinked 2.5cm distal to the transition bond. The hypotube was kinked 100.3cm distal to the strain relief. There was slight deformation to the distal tip. Image review: photos of the product shelf carton, device luer and distal section were received from the account. The photos confirm the device batch number. Stretching/necking is visible proximal to the balloon.

Event description:
The physician intended to use a sprinter legend balloon catheter to treat a lesion in the coronaria dextra, medium the device was inspected prior to use with no issues noted. No difficulties were noted when removing the protective sheath / packaging stylette from the device. No resistance was noted while advancing the device to the lesion. 1:1. Concentration of contrast / saline is used by the physician. The physician experienced difficulties inflating the balloon, the pump was replaced with another pump but difficulties were still encountered. After trying several times, the balloon inflated. Deflation difficulties were noted after subsequent inflation of the balloon. It was also reported that the balloon could not be deflated and retrieved after the balloon was dilated. The device was not moved or repositioned prior to the deflation difficulties. The doctor used extension catheter to retrieve the balloon after the balloon was cut. It was reported the surgery was delayed by about 10 min. Now the patient is well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.